Manufacturer narrative:
Age/date of birth: unknown. Gender/sex: unknown. Date of event(s): unknown. Serial number for second event: (B)(4), expiration date for both lenses is the same. Implant date: if implanted, give date: unknown. Explant date: if explanted, give date: unknown. Initial reporter telephone number: (B)(6). (B)(4). The manufacture date for both lenses is the same. \a review of the manufacturing records for serial number (B)(4) was performed. All process operations presented in the manufacturing record for the lens were in compliance with manufacturing procedure specifications. No deviation or non-conformance was found related to the complaint reported. The lens met manufacturing specifications prior to release. A review of the manufacturing records was performed for serial number: (B)(4). All process operations presented in the manufacturing record for the pcb00 lens were in compliance with manufacturing procedure specifications. No deviation or non-conformance was found related to the complaint type reported. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x microscope magnification revealed scarce viscoelastic in the cartridge. Plunger component was observed further of the fully advanced position and the push rod was outside the cartridge tip. The cartridge crack was observed. Also, stress marks were observed at cartridge. No lens was observed in the cartridge. Cartridge was observed in the correct position (fully engaged into lower body of the pcb00 device). Although this device is indicated for a one-time use only, functionality testing was performed for information purposes only. Although testing was performed in an uncontrolled environment (because it is a testing laboratory) the lens re-delivery process was smooth and continuous. An additional test, dye test, was performed. The criteria used to evaluate the cartridge are based upon un-used cartridges. Dye test results show overall coating presence throughout all the internal section of the cartridge with less dye intensity in the transition area, where the diameter is reduced , prior to tip section. This is a typical result of a cartridge that was used for lens delivery. The complaint type ¿uncontrolled delivery¿ was not confirmed based on acceptable re-delivery results using the returned pcb00 and a new lens with the same diopter as part of the functional test. This functional test was conducted as information only. The complaint type for ¿damage component¿ condition was verified (cartridge crack). The product did not meet the acceptance criteria because the cartridge was crack. Based in the conditions of the device and directions for use suggest that this complaint is related to handling technique. There is no indication that is a manufacturing related complaint. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced during the initial surgery from a patient due to resistance in implantation after completing the viewing window with ovd, (ophthalmic viscoelastic device) and the preceding rotation lead to a fast and unprecedented jump of the iol from the cartridge. A second iol, from a second patient, was reported to be removed and replaced during the initial surgery as upon insertion, the iol was broken, and the doctor had to explant some of the broken elements. The doctor was uncertain which serial number was involved in the two events and for which patient, and thus both serial numbers: (B)(4) are being reported. One of the events, serial number unknown, required widening of the corneal wound to remove the iol. The events occurred on the same day; however, the date is unknown. No further information was provided.